Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert as well as blank display. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer uses the suspend before low or suspend on low. Customer states the battery was not previously used. Customer states this was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer was calling back with blank display after receiving new battery cap. Customer states the display was blank less than 30 seconds and did not returned. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer was not able to clean the battery cap contacts because they was at work. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test, and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage. No power loss alarm noted during testing.